Event description:
(B)(4) is the initial importer of the device which is a bath bench. The device was in use by the end-user for a year. Pms does not anticipate return of the device for evaluation. Patient requires compensation. The end-user was sitting on chair in his shower and the chair collapsed. The bracket connecting the seat to the legs had failed. His neck and back hit the wall. He injured his tailbone. Physical therapy and a chiropractor was required. He noted that the device was stored in a dry area of the bathroom.